Manufacturer narrative:
Patient ID: (B)(6). Patient ID/initials and weight are unknown. This report is for an unknown 3.5mm locking compression plate (lcp) anterolateral distal tibia plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2016 due to a non-union of the distal tibia. No information was provided on whether the patient had any symptoms associated with the non-union. Initially, the patient was implanted with a 3.5mm locking compression plate (lcp) anterolateral distal tibia plate and 2.7mm lcp plate on an unknown date. During the revision both plates were removed intact. The patient was implanted with a new 3.5mm locking compression plate (lcp) anterolateral distal tibia plate. There was no surgical delay or harm reported to the patient. The procedure was successfully completed. This report is for an unknown 3.5mm locking compression plate (lcp) anterolateral distal tibia plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the revision both plates and unknown screws (quantity-unknown) were removed intact and without difficulty.